Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and reservoir tube lip, as well as minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported several no delivery alarms. Customer's blood glucose was 133 mg/dl. The customer declined to troubleshoot, she stated the problem was recurring and she had already tried all remedies. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.